Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: glidewire, 0.035 stiff glidewire, pilot 200, confianza, rg 350. Guide catheter: navcross, quickcross. Sheath: 6fr terumo destination sheath, 4 fr. Stent: 2.5 x 38 mm xience, 3.5 x 19 mm graftmaster, 2.8 x 19 graftmaster. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a totally occluded posterior tibial (pt) artery. The 2.5 x 38 mm xience stent and the three graftmaster covered stents (3.5 x 19 mm, 2.8 x 16 mm and 2.8 x 19 mm) were used to treat a long perforation that occurred during use of a non-abbott device. After the perforation was observed, and after attempts to seal the perforation with balloon angioplasty failed, an attempt was made to seal the perforation using the xience stent which diminished the leak; however, did not seal it completely. The three graftmaster stents were deployed overlapping in the mid pt. There was some thrombus observed in the distal segment after stenting which was treated with aspiration thrombectomy and then gently ballooned. The final angiographic result was excellent. No additional information was provided.